Event description:
As reported by our puerto rican affiliate, after successful valve deployment of a 29mm sapien 3 valve, during withdrawal of the commander delivery system through the esheath, the balloon became stuck inside the esheath and separated from the shaft of the commander. The system was captured between the introducer and the delivery system. After removal, the esheath was inspected and the balloon was found inside. A cutdown was performed in the right external iliac to hastily remove the devices. No pieces of the device were left inside the patient. Additional information indicated that there was a tear at the right external iliac artery which occurred when the doctor hastily took out the delivery system/sheath before the emergently opening the chest.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 -2021 -03522 for the patient status. Investigation is ongoing

Manufacturer narrative:
A final MDR is being submitted for product evaluation and code additions and or corrections. The following sections of this report have been updated h6, (impact code, clinical code, device code, type of investigation, investigation findings and investigation conclusions). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the crimp balloon torn proximal to ic bond and proximal balloon wing appears to have no damage or flaring, crimp balloon torn proximal to ic bond, gwl completely separated from the nose tip, spring detached from gwl and remains inside of the inflation balloon and triple marker moves freely over guide wire shaft. Functional testing was not performed on the returned device due to the nature of the complaint (torn balloon). Dimensional testing was performed on the double-wall thickness of the crimp balloon and was found to be within specification. During the manufacturing process, the entire device is tested and inspected several times. In addition, the work order undergoes product verification (pv) testing for physical damage, balloon tensile testing and visual inspection on the inflation/crimp balloon bond. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints related to this reported event. The commander delivery system with s3u, IFU, preparation training manual, and procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report 'was there coaxial alignment of the delivery system upon reentry into the distal end of the sheath? No'. And as noted by patient imagery, tortuosity was present in patient. As such non-coaxial withdrawal of the delivery system into the sheath can cause the delivery system to catch on the sheath leading to the withdrawal difficulties noted. As a result of the reported withdrawal difficulties, it is possible excessive manipulation may have been used during device removal, leading to the separation at the bond location of the crimp balloon and inflation balloon, as well as the distal tip. In this case, available information suggests patient (tortuosity) and procedural factors (non-coaxial withdrawal / excessive manipulation) contributed to the reported event. A conclusive root cause was unable to be determined at this time. No manufacturing nonconformances were identified during evaluation for withdrawal difficulty with the system through the sheath or system components separated during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a product risk assessment (pra) to address this failure mode. No IFU/labeling/training manual inadequacies were identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after successful valve deployment of a 29 sapien 3 valve, during withdrawal of the commander delivery system through the esheath, the balloon became stuck inside the esheath and separated from the shaft of the commander. The system was captured between the introducer and the delivery system. After removal, the esheath was inspected and the balloon was found inside. A cutdown was performed in the right external iliac to hastily remove the devices. No pieces of the device were left inside the patient.

Manufacturer narrative:
Update to b4, g3, g6, h2, h10. Supplemental to report to provide the two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 03522 and 2015691- 2021- 03955.